Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported keypad anomaly, and insulin squirting while priming. The customer did not want to troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2 or lcd keypad connector during visual inspection noted. No unexpected no delivery alarm noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).